Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 1.2 reportedly had intermittent faults. A field service engineer ran the hardware test application (hta) and observed that the drawer seemed to be opening and closing normally, correctly recognizing open and closed positions. All pockets were popped and checked for debris; all were ok. The red release lever was noticed to be crooked on drawer 1.2. The drawer was removed for inspection, revealing that the emergency release lever block was missing a screw and was loose, likely contributing to the sensor misalignment on drawer closure. The screws were tightened, and the missing bolt was replaced. Finally, hta was run again. The engineer then checked connections, removed debris, and adjusted all retractor bands to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failure. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.